Manufacturer narrative:
Pentax model epk-3000 is classified as import for export, therefore 510k is not applicable. We do have similar model epk-3000-us that is distributed in the USA with 510k k172156. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6). The complaint was observed in the operating room, during use. "The inspection screen does not appear. No log error" involving pentax medical video processor model epk-3000, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. Investigation is in-process.